Event description:
It was reported that the device was alarming to add water when it is full. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email informing that no patient was involved and no medical event.

Manufacturer narrative:
D9: date returned to mfg.: 12/19/2023. A1, b5, h3, h6. Health effects codes and evaluation codes: updated. One device was received in good condition. No physical damage was found. Per functional testing, unable to duplicate reported problem. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests. No additional action was taken as no problem was found.